Event description:
The consumer stated the applicators for several of her tampons were broken and contained black discoloration. It appeared to be mold.

Manufacturer narrative:
Device history record could not be reviewed as consumer provided the incorrect lot code. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.